Event description:
Sorin group received a complaint, reported a split in the tubing of the cardioplegia coil that was found during priming. The clinician changed out the entire perfusion circuit and the procedure was completed without further issues. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group received a complaint reported a split in the tubing of the cardioplegia coil that was found during priming. The clinician changed out the entire perfusion circuit and the procedure was completed without further issues. There was no pt involvement. The cardioplegia coil was returned to sorin group USA for eval. Visual inspection of the returned coil found a slit in the tubing near where the loose leg meets the coil. The investigation is ongoing. A f/u report will be sent when the investigation is complete.